Event description:
Patient with a total knee implant developed an infection. Revision surgery to exchange the poly inserts is planned.

Manufacturer narrative:
Patient with a total knee implant developed an infection. Revision surgery to exchange the poly inserts is planned. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.